Event description:
The patient was implanted with a left ventricular assist device. It was reported that a pump exchange was planned for suspected thrombosis. The patient presented with mild signs of heart failure. The patient's lactate dehydrogenase level (ldh) increased to around 1000. The patient was started on heparin and persantine with no improvement in his ldh level. The patient's av was oversewn and the surgeon was concerned with suspected pump thrombosis causing a rise in the patient's ldh. A (B)(6) study that was performed indicated that it had to go from 9200 rpm (patient's previous speed) to 10,400 rpm in order to fully off load the ventricle. Positive hemoglobin was noted in the patient's urine. The patient was reported to have therapeutic international normalized ratio (nrs). It was reported that the exchange procedure was successful and a small thrombus was visualized. Hemolysis was reported. There were no alarms reported at the time of the event.

Manufacturer narrative:
Two user facility medwatch reports were received from the (B)(4) registry. The user facility numbers were not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: patient with rise in ldh, pump thrombosis with fatigue, rising ldh, equivocal ramp study.

Manufacturer narrative:
The report of hemolysis and suspected thrombus was confirmed based on the evaluation of the pump. Upon disassembly of the returned pump, examination of the distal-side of the inlet stator revealed a denatured thrombus ring adhered to the inlet bearing cup. The thrombus ring appeared to have formed in laminated layers, which is an indication that it developed over an undetermined amount of time while the pump was operating. Examination of the body of the rotor revealed non-laminated deposition situated on and in between the blades of the rotor. The structure of the deposition suggests that it did not develop on the rotor; however, portions of the depositions were similar to portions of the ring found in the distal-side of the inlet stator, and the depositions may have potentially originated there. Although its specific origins cannot be conclusively determined, areas of the deposition had evidence of denaturing which indicates that it was likely present in the pump while it was in operation. The thrombus found in the pump would have contributed to the reported hemolysis. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope, and no abnormalities that would have contributed to the formation of the thrombus were found. The pump was cleaned, reassembled, and functionally tested under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process, and the pump functioned as intended. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted upon completion of manufacturer's investigation.